Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called and reported the customer experienced low blood glucose of 30 mg/dl at the time of the incident. The customer used food and glucose tablets to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The caller alleged the insulin pump was over delivering. Troubleshooting was completed. It was found the reservoir was showing more insulin than what was shown on the status screen of the insulin pump. There was a 100 units in the reservoir and the insulin pump showed 97.1 units. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.